Manufacturer narrative:
Analysis could not confirm customer comment of no output. It was noted that the upper case and output connector assembly were broken and that the main world label and capacitor c277 were damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.